Manufacturer narrative:
UDI #: (B)(4). Date of birth is unknown as it was not provided. An abbott medical optics (amo) clinical application¿s support manager (asm) visited the site location to provide surgery support. The asm provided training awareness on insuring complete applanation to avoid issue reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on the left eye (os) at 1 day post-operative exam. Topical steroid drops were increased to every 2 hours for 5 days and then to 4 times a day for 2 days. At one day post op exam, vision was 20/20. Patient outcome is good.